Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. On the fourth firing, the nurse connected the reload and pushed the blue and silver button but the device did not react at all. The nurse removed the reload and re-connected the adapter but the reload indicator light began flashing. To complete the procedure, another adapter was used successfully. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one adapter. Visual and functional evaluation noted that the lock out slider block was damaged and the load ring was overlapping the leaf spring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Damage to the lockout slider block is consistent with a user attempting to fire a reload when one is not fully attached. When the block becomes jammed, it can prevent the lockout cam block and reload load link from returning to its resting state. The reload load link connects to the "unload" button, in turn causing that to become stuck in place. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.